Event description:
It was reported that the video system center did not produce a picture in picture image. The issue was observed by the surgeon during preparation for use in a diagnostic bronchoscopy with fluoroscopic guidance while the patient was already on the table. Troubleshooting was performed and the image was able to be viewed. The procedure was competed using the same device with a 40-minute pre-procedural delay. There were no reports of patient harm.